Manufacturer narrative:
The patient will continue to be monitored. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted due to an unrelated reason. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pacing impedance measurements. All other diagnostics were acceptable. Noise was also noted on the rate/sense and shock channel. Noise could not be recreated on the rate/sense channel, however slight noise was recreated on the shock channel. No adverse patient effects were reported.